Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the clip would not come out of the sheath. The physician completed the procedure with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed off and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).